Manufacturer narrative:
Updated data: b1. B2. B5. Added second paragraph. H1. H6. E1. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason. Additionally, thrombus/pannus formation on the valve leaflets were observed. No patient complications were reported as a result of this event. Additional information was received indicating that the valve was originally implanted in the native annulus. No pre-existing coagulopathy issues or other blood disorders, disease, or environmental factors that may contribute to thrombus formation were noted. The failure of the valve was mixed moderate aortic stenosis and moderate aortic insufficiency. At the time the potential thrombus was detected the mean gradient on transesophageal echocardiogram (tee) was 23 mm hg. The last three international normalized ratio scores starting were 1.0, 1.0, and 1.0. The first of these scores was measured approximately 9 months prior to the identification of the possible thrombus. Of note, the thrombus has not yet been verified and is pending results from another tee. The patient has been taking 75 mg of anti-platelet medication daily as intervention.

Event description:
It was reported that approximately 8 years following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason. Additionally, thrombus/pannus formation on the valve leaflets were observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.